Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that one day after implant procedure, this right ventricular (rv) lead had a dislodgment. It also exhibited some noise. A reposition procedure was successfully done. No additional adverse patient effects were reported.